Event description:
Weld holding shaft to handle has broken.

Manufacturer narrative:
Visual examination confirmed the rod 513-5226-01 component was separated from the handle 513-5226-02 component. A previous investigation has been conducted for this failure and the root cause of the occurrence was determined as failure at the weld between the rod and the handle due to excess force applied during extraction. In order to prevent failure at the weld between the rod and handle, the welding process at the supplier was updated in june of 2009 from a laser weld process to a tig weld process. Updated weld meets dwg-11863b38 rev 1 requirements of s.s. Weld rod all around. The current complaint sample was manufactured in september 2008, prior to the product enhancement. No corrective action required, as a previous product enhancement has been implemented. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.